Manufacturer narrative:
(B)(4). Analysis determined that the first recorded instance of code 1003 occurred on (B)(6) 2018. As such the event date has been modified from (B)(6) 2018 accordingly. The returned implantable cardioverter defibrillator (ICD) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was included in the low voltage capacitor advisory population.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. No serious injury/no adverse patient effects were reported. The physician advised the patient does not wish to have the device explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. No serious injury/no adverse patient effects were reported.